Manufacturer narrative:
Internal report # (B)(4). Customer will not return the product;customer did not provided address to replace the product. Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Note test strip-UDI#: (B)(4). Manufacturer contacted customer with follow up phone calls to know whether the lethargic symptoms persist;unable to talk to customer.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with tests results from e-5 obtained and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported symptom of feeling lethargic. Customer advised to seek medical attention. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Customer ran a blood test during the call; the customer using proper testing technique with a blood result of 160 mg/dl non-fasting. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: undisclosed.